Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9-feb-2018 with the following findings: during the investigation, a review of the black box showed a loss of prime warning associated with a low non-zero force. An ez-prime and 24-hour duration test was successfully completed with no loss of prime warnings being duplicated. Force sensor testing measured within specification. The pump¿s cover was removed with no force sensor defects observed.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.